Manufacturer narrative:
A visual inspection was performed on the returned device and the reported separation was confirmed. The reported failure to advance and difficulty to remove were unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported separation, failure to advance and difficult to remove appear to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required.

Event description:
Subsequent to the initially filed medwatch report, it was reported resistance was met during retraction of the rx trek. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified and moderately tortuous lesion in the mid to distal left anterior descending (lad) artery. The 3.25x20mm rx trek balloon dilatation catheter (bdc) was advanced however failed to cross the lesion multiple times and the proximal shaft outside the anatomy separated. The device was simply removed from the patient with the guiding catheter. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.